Event description:
It was reported that intermittent audio output occurred. The patient stated that the cgm did not provide an audible alert for a value of 3.1 mmol/l or when the device showed low. The patient passed out and was found by his wife lying on the bathroom floor. The patient's wife has a medical background and works at the hospital, so she phoned the emergency room for assistance. She checked the patient's blood glucose (bg) and the result was reported to be low. She gave the patient sugar and honey and he slowly improved. He did not sustain any injuries from the event and at the time of the report he was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.